Manufacturer narrative:
Awaiting the return of the complaint device before we can carryout our investigation.

Event description:
A homecare provider reported that a hc234 CPAP unit boils the water in the chamber. No pt injury reported.